Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported after intraocular lens (iol) implant procedure, the patient had corneal astigmatism. The hospitalization was prolonged and event was continuing. There are two medical device reports associated with this file. This report is associated with 2 of 2.

Manufacturer narrative:
Additional information provided in h.3. H.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).